Manufacturer narrative:
The information about reference and lot number of the concerned products were received. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The analysis performed by the external laboratory on the returned products shows: the articulating surfaces of the polyethylene inserts showed machining marks, multidirectional scratching, and burnishing consistent with minimal wear. One of the polyethylene insert showed deformation, which was confirmed by dimensional measurements. There was no evidence of impingement of either device. The analysis are consistent with a short implantation time. From information provided, based on the product history records, the analysis of the product, the x-rays provided, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is an user error. From the scans provided, is possible to notice an instability and an hypermobility of the devices, that is not normal for a short implantation time. It is assessed that in the first surgery, the prothesis were not well placed and this affected the stability of the prosthesis. The investigation found no evidence to indicate a device issue. Root cause: user error - device was used without following instructions.

Event description:
Mobi-c p&f us: revision, unknown reason. From information provided, a revision of two levels of mobi-c wad performed on (B)(6) 2017. At the time of revision, the patient displayed instability and spondylolisthesis at both segments revised. Both segments were revised with a cancellous bone spacer, along with a synthes depuy plate and screw acdf system. No information about first surgery is available. Additional information was received: both levels were removed by distracting the disc space removing the superior plate by prying it from the inferior endplate of c5 with an osteotome. Surgeon was then able to grab and remove the superior plate of the device with a kocher or similar.